Event description:
It was reported the patient slipped an fell. They stretched the right hamstring and experienced a loss of therapeutic effect. They stated they "went off very quickly" and thought they may have "yanked a wire". The patient also thought adrenaline may have affected their symptoms. The patient took medication shortly after falling and stated they "came on pretty quick". The patient was at the hospital following the fall. The patient indicated they would also contact the primary physician and the manufacturer's representative to interrogate the device as well as perform diagnostic tests. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).